Event description:
Reported issue: patient has lost its bladder catheter. After inspecting the balloon, we observed there was a hole on it. It involved a rusch 100% silicone bladder catheter ch18. There was no serious consequence for the patient nor the medical staff. *additional information received 24-feb-2023: it was reported that "patient died in (B)(6) 2022 (advanced cancer + parkinson's disease)". It was also reported that it was a transurethral catheter insertion and that the patient had no known urinary system related health problems. Requests for additional information were made; however, nothing was received at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: patient has lost its bladder catheter. After inspecting the balloon, we observed there was a hole on it. It involved a rusch 100% silicone bladder catheter ch18. There was no serious consequence for the patient nor the medical staff.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.